Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On 04/09/2025, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient went to the hospital due to a low cgm reading. No symptoms were experienced but when a fingerstick was taken the cgm was reading 56 mg/dl and the blood glucose reading was 600 mg/dl. The patient received treatment with intravenous fluids and insulin. Patient was discharged after 2 hours day. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.